Manufacturer narrative:
While it has been indicated that the used device from the reported event will be returned to angiodynamics, it has not yet arrived. Upon receipt of the device and completion of the evaluation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(4), "smartport 8f was inserted into patient without event. It was inserted into the subclavian vein. It was removed 6 months later with a slip on both sides of the catheter approximately 15 cm from the port connection. It had to be removed." Port had been utilized for chemotherapy delivery. No patient injury was indicated. It has been stated that the used port/catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
As no upn or lot number were provided, it was not possible to review device history records. The december 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trends were indicated. Received for evaluation was one smartport with catheter tubing attached to the port at the 23.5cm mark. The blue boot was not secure to the port outlet tube. There was a slit approximately 9cm from the port, between the 14-15cm marks. The "15" numeral appeared much fainter than the rest of the numerals on the catheter. The lower half of the "15" was missing. When the catheter was clamped off and pressurized with air, a leak was detected at the single slit. Dimensional check: the catheter was cut just below the slit at the 14 cm mark for dimensional inspection. The catheter appears to be a vortex max catheter 8fr, 106449. Per catheter tubing drawing, the following dimensions were verified using pin gauges: ID lumen: measured .059", sample met specification of .060±.002". Od: measured .103", sample met specification of .105±.002". The end user hospital's complaint description that catheter has "two" slits is not confirmed; however it was confirmed the catheter has one slit. The observed missing numerals at the 15 cm mark are possibly from wear on the catheter shaft from inside the body. The slit is an indication of over-pressurization. It is possible that wear on the catheter shaft (e.g. Pinch-off syndrome) weakened the catheter and then it failed during use at that location. The directions for use provided with the smartport contains warnings regarding both pinch-off syndrome and over-pressurization: "potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. Warnings: do not use smaller than a 10 ml syringe. These syringes are recommended for all flushing or injection procedures. Use of smaller syringes may result in system damage. Contrast dye should be warmed to body temperature prior to utilization for power injection. Failure to have contrast at body temperature may lead to device failure. Do not exceed the maximum pressure settings that have been established for the smart port® CT power injectable ports. Failure can result in over pressurization of the port device. Power injection machine may not prevent over pressurization in the presence of occlusion or resistance. Refer to the procedure for power injection section in this booklet for additional information and instructions. Do not exceed 300 p.s.I. Exceeding pressures of 300 p.s.I. Could lead to device rupture or catheter malposition." (Pr (B)(4)).